Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that following a planned maintenance (pm) on their device, the site had issues with the mobile view station (mvs) monitor. The monitor was "freezing and not showing things in the order that the site was used to seeing".